Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided and the device is not being returned for evaluation. Therefore, no investigation will be performed.

Event description:
The patient was undergoing a coil embolization procedure in a varix using a pod8, non-penumbra coils, a non-penumbra microcatheter and a diagnostic catheter. During the procedure, the physician placed coils in the target vessel using the diagnostic catheter. The microcatheter then was advanced through the diagnostic catheter. Next, while advancing the pod8 through the microcatheter, the physician experienced resistance, and the pod8 became stuck; therefore, it was removed. It was reported that the microcatheter had kinked; therefore, it was also removed. The procedure ended at this point. There was no report of an adverse effect to the patient.